Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies exhibited episodes of noisy signals with pacing inhibition. All the episodes occurred in the morning.